Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received a single dpt kit. As received, the pressure tubing was found completely detached from the bond joint with the female connector. The detached tubing connector appeared consistent with the customer photo. Indications of what appeared to be bonding material were evident on some locations of the tubing bond surface areas. The tubing outer diameter measured 0.1415 inches near the point of detachment, but was within specification. No other visible damage or defect was observed from the kit. The customer report of "pressure tubing detached from the female connector" was confirmed on evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, the non-conformance was found before use. There were no patient complications reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that before use, the tubing of the disposable pressure transducer detached from the female connector. The device was replaced and worked successfully. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were requested, but not provided.

Manufacturer narrative:
The investigation of this pressure monitoring kit concluded that a potential root cause of detached pressure tubing could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.